Event description:
It was reported that following permanent implant procedure, patient experienced loss of feeling and function of left leg and foot. It was noted that patient had a history of severe stenosis of the spine. Surgical intervention was undertaken wherein the entire system was explanted. No epidural hematomas were noticed. Patient was admitted to the hospital for rehab and recovery. It was later reported that patient regained feeling and function.

Manufacturer narrative:
It was reported that the patient had an implant procedure on (B)(6) 2024. The procedure went well with no complications. The patient had come out of recovery but did not have any feeling or function of the left leg and foot. Rep stated they received a phone call later that day from the implanting md that they had to go back in and explant the entire system. It was decided by the md to take everything out. The patient was admitted to the adjoining hospital for rehab and recovery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.